Event description:
It was reported prior to surgery, the egr blade engaged and retracted before it was placed onto the scope. When the surgeon went to disengage the blade, during the surgical procedure, the blade would not retract. There was a 10 minute delay in surgery due to this issue.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated on the reported information.